Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Multiple attempts were made to gather additional information related to the event, in response, no additional information will be made available. The root cause of the balloon rupture and subsequent death could not be definitively determined based on the information available. Balloon ruptures are a known failure mode with a low probability of occurrence. Contributing factors include patient calcium, damage caused when the balloon wall comes into close contact with the device emitters, likely causes include (a) an irregular calcium lesion capable of compressing the balloon wall into close proximity with the emitter(s) and/or (b) an incompletely inflated balloon. The shockwave intravascular lithotripsy (ivl) system with the shockwave c2 coronary ivl catheter generates acoustic pressure pulses within the target treatment site, disrupting calcium within the lesion allowing subsequent dilatation of a coronary artery stenosis using low balloon pressure not to exceed 4 atm during ivl treatment, and 6 atm for post dilatation. The pressure used for the ivl balloon catheter is much lower than other balloon catheters used in percutaneous coronary intervention (pci), thus the risk associated with loss of balloon pressure during ivl catheter use is negligible. The associated patient risk for this failure mode is low and adequately captured in swmi's risk documentation the lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a highly eccentric and concentric calcified lesion in the coronary vasculature. The shockwave catheter successfully delivered 9 cycles of pulses. The physician then decided to perform an angioplasty with a lucerne open non-compliant balloon without removing the shockwave catheter. Following angioplasty, the physician attempted to deliver the last cycle of pulses from the shockwave catheter. However, the balloon ruptured, resulting in an air embolism experienced by the patient and subsequent pulseless electrical activity (pea) and asystole of the heart requiring immediate mechanical resuscitation efforts using impella. The patient's hemodynamics were successfully restored following advanced life support, and the physician was able to place a stent achieving a good outcome in the vessel. However, the patient suffered thoracic trauma due to the resuscitation, which ultimately led to death. The patient verbally expressed a desire to discontinue life-sustaining efforts and stated a preference to succumb to fighting the ongoing infection; information regarding the infection is being requested. The procedure was performed on (B)(6) 2025 and patient death occurred on (B)(6) 2025.